Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported event cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, and no further events have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted with non-sustained ventricular tachycardia (nsvt). Originally thought to be mechanical ventricular tachycardia (vt) from septal cannula contact. Patient went into sustained vt on (B)(6) 2019. Implantable cardioverter defibrillator (ICD) discharge decreased speed from 5700 -> 5600 to reduce septal cannula contact. ICD shock again on (B)(6) 2019 for vt. Bilateral ganglion block with anesthesia on (B)(6) 2019. Recurrent vt on (B)(6) 2019 with 3 shocks. Patient was transitioned off lidocaine onto mexiletine, however, had repeat vt with shock (B)(6) 2019. Switched from lidocaine to quinidine on (B)(6) 2019. Patient was discharged home on (B)(6) 2019 on amio, quinidine and metoprolol. Decreased vad speed again to 5500.